Manufacturer narrative:
The machine was inspected by a gambro svc tech and a gambro technical specialist in 2008. They found an internal leak in the ev1 valve and the d1 and d2 flowmeters were out of calibration. They replaced these components and verified the machine to be removing fluid within the machine's ultrafiltration accuracy spec. A specific corrective action has been implemented to improve the sealing of the hydraulic circuit. The corrective actions includes a svc pack and a software revision (sw 3.35), which was released on march 7th, 2008 with the svc newsletter "rebuilding order 017". The svc pack components and the new software had not been installed in the machine at the time of the event.